Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was reported by a consumer regarding their implanted system which was currently used to deliver fentanyl (2000 mcg/ml at 723.7 mcg/day) and bupivacaine (2.0 mg/ml at 1.038 mg/day). The patient had fentanyl at 723.7 mcg/day since (B)(6) 2015 and bupivacaine was added to the pump in (B)(6) 2016. The indication for use was non-malignant pain. On 2016-oct-07 the patient reported that they had a (B)(6) study on (B)(6) 2016. The medicine was not going through and the catheter was to be replaced. It was also noted that something was "up" with the catheter. The patient reported that a company representative was present at that procedure. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported a side port study was performed on 2016-sep-30 which suggested that the catheter was occluded. The hcp confirmed that the catheter was occluded, and the patient underwent a catheter revision on (B)(6) 2017. The patient reported an increase in pain at a follow-up visit in january and the patient's medication was increased 15%. The patient reportedly requested another increase in february, but it was unknown if another increase was performed. The patient reported that their pain was better with both the pain pump and oral pain medication. However, the hcp reported that the patient was not receiving oral medication as of the time the patient was last seen at the clinic in (B)(6) 2017. The patient's weight in (B)(6) 2016 was (B)(6) and (B)(6) in (B)(6) 2017.

Manufacturer narrative:
Added missing sentence. If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications were reported.